Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens on (B)(6) 2008, in the pt's left eye. On (B)(6) 2012, the pt's last doctor visit, an anterior subcapsular cataract was observed. Va20/50 - cataract surgery is pending. A supplemental medwatch will be submitted when further info is received. See MFR #2023826-2012-00795 for right eye.

Event description:
Additional information received - the reporter stated the patient's natural lens was clear at the initial surgery. After the initial surgery, the patient's bcva was 20/20. The lens was explanted on (B)(6) 2012, the cataract was removed and an iol implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Method - lens work order search medical review. Results - (other): a lens work order search was performed and no similar complaints were found within the same work order. Medical review - the icl is indicated in pts 21-45 years of age. There is a much greater risk of cataract in pts over 45 years of age post icl implantation. The pt in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the united states FDA clinical trials, approximately (B)(4) of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only (B)(4) progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. (B)(4).